Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment filter removal was attempted. The right internal jugular vein was cannulated with an 18-gauge introducer needle under ultrasound guidance. Using a 0.035-inch starter wire, the 5-french sheath was placed. Position was confirmed with fluoroscopy. A 0.035-inch amplatz wire was navigated into the inferior vena cava under fluoroscopy. A skin nick was made at the puncture site with a 11 blade and a 9-french bard sheath was placed in the inferior vena cava. There was a filling defect within the filter after applying less than 20% of the total filter volume. Several of the filter barbs were noted to be outside of the lumen of the inferior vena cava. The filter barbs were within the outflow of the iliac veins. A 0.035-inch amplatz wire was placed within the sheath. Several attempts were made to navigate the wire so that it would properly line up with the proximal portion of the filter. A bard recovery cone was then advanced over the wire. Several attempts were made to engage the proximal portion of the filter. This was unsuccessful. Under ultrasound guidance, the right common femoral vein was cannulated with an 18-gauge needle. A 5-french sheath was placed using seldinger technique. A 0.035-inch terumo glidewire was navigated through the filter using a bern catheter from the neck. A en snare was used to capture the wire. Upon withdrawal of the cone, several of the cone barbs were severely angulated due to the multiple attempts. It was decided that the filter could not be safely removed without additional maneuvers. The wires and sheaths were removed. Approximately one month and four days later, filter removal procedure was performed again. Under ultrasound guidance, the right internal jugular vein was cannulated with an 18-gauge introducer needle. Using seldinger technique, a 5-french sheath was placed. A 0.035-inch amplatz wire was inserted into the inferior vena cava with the assistance of a bern catheter. The 5-french sheath was removed, and a 10-french 90 cm bard sheath was placed below the level of the filter. The obturator and wire were removed and an inferior venacavogram was performed through the sheath. This showed a filling defect within the filter that was less than 20% at the filter volume. The bard recovery cone was loaded into the sheath and several attempts were made to engage the filter. Despite successfully engaging the filter, it was unable to extract the filter from the vena caval wall. Extensive penetration of the caval wall by the filter barbs was noted. Several attempts were made which were all unsuccessful. The decision was made to abandon attempts at percutaneous filter retrieval and to proceed with open removal via a mini laparotomy. The dissection through subcutaneous tissues was carried out with electrocautery. Several filter barbs were noted to be emanating from the inferior vena cava near the confluence of the iliac veins. The inferior vena cava was dissected free superior to the level of the filter. Clamps were applied to the inferior vena cava above the level of the filter and in the right common iliac vein. The filter was palpated and a longitudinal venotomy was made in the lower portion of the inferior vena cava with a 11 blade. The venotomy was extended with potts scissors. The filter was grasped and removed from the inferior vena cava with a clamp. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc), material deformation and retrieval difficulties. However the investigation is inconclusive for filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter placement was not provided. At some time post filter deployment, it was alleged that filter struts detached, where as, one long leg strut embedded in the posterior wall of the cava and axially oriented flush with the posterior wall of the cava. The device was removed via an open abdominal procedure. Reportedly, the detached strut retained in the body has not been removed and there were no reported attempts made to retrieve the detached strut. The patient reportedly experienced chronic pain in the abdomen; however, the current status of the patient is unknown.